Event description:
It was reported that the patient presented with muscle stimulation. Impedance decrease noted. Egm noise by arm movement and high rate episodes. Lead fracture suspected. The lead was capped. No patient complications have been reported as a result of this event.